Event description:
It was reported that an unknown surgery was performed in 2001. Patient presented 11 weeks later with splitting sutures and ganuloma/foreign body reaction. The sutures were removed surgically one month later.